Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had swelling at the stimulator site. It was later reported that implantable neurostimulator (ins) was moving around and got caught on things like door way. Patient reported she was having burning pain on the lower back, hip and going down the legs. Patient stated she saw pain nurse and nurse confirmed ins moved. Patient reported pain was getting worse. Patient reported therapy helped a little bit, less than 50%. Patient reported therapy stopped helping since 2015. Patient stated she tried increasing and decreasing stimulation to see if it would help with pain and it did not. Patient stated she wanted device removed. Patient stated in 2015 the stimulation was too high and it was painful and they adjust stimulation from 2.5 v to 0.10 v. Patient reported health care provider (hcp) called her on the day of this call and told her she has thrombosis and hemorrhoid and a lot of bleeding. Patient stated she had a colonoscopy the other day. Patient stated when she had her back surgeries they damaged her inside. Patient reports she had two back surgery one 2001, and 2008.

Event description:
It was reported that the patient had swelling at the stimulator site. The stimulator had shifted. Therapy was working fine. There were no known accidents or incidents associated with the issue. Seventeen days later, the patient still had concerns regarding their device or therapy. They had not sought further help. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0c3kp, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).